Event description:
The customer reported that they were not getting audio for yellow alarms and inops at the central station (piic ix) for one mx40 device in room 3109. There was no adverse event or patient harm reported.